Event description:
Arjohuntleigh received a customer complaint where it was initially reported that during the resident's transfer from the bed to the wheelchair the resident slid out of the top of the sling onto her head. As a consequence of the event the resident sustained a head injury with laceration, then was hospitalized for 24 hours and the laceration was closed with staples.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) . As of 06/15/2010, that number was de-activated due to the site no longer being a MFR and until 2014 complaints related to these products were handled by arjo (B)(4) and any medwatch reports were submitted. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted under exemption (B)(4) on behalf of the importer arjohuntleigh (B)(4) additional info will be provided following the conclusion of the investigation. Importer #: (B)(4).